Manufacturer narrative:
No repair information available. No patient information provided to date after calls to customer 01/26/23 and 02/03/23. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. The unit was rebooted and case resumed. There was no patient injury.